Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was difficult to remove. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure,after dilation was performed two times using the device, the balloon was simply pulled out from the patient's body. However, resistance was felt and the tip part of the shaft was kinked/flattened. The procedure was complete with a different device. No complications reported and the patient was good.